Event description:
Caller reported that pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts advised the caller to uninstall and reinstall the mobile app and monitor the battery depletion rate, instructing to reach out if it exceeded 35% per day; the customer understood the guidance.